Event description:
Fake covid test company; the rapid covid test called "flow flex, covid-19 antigen home test" gave false negative results to myself as well as every co-worker who has used this product. It is produced in (B)(4) by acon biotech and licensed by (B)(4). This product should be banned in the USA. FDA safety report ID# (B)(4).